Event description:
Reporter indicated that vns patient experienced episodes of stridor during device stimulation cycles. It was reported that the patient's oxygen level dropped from 97% to 92% during device stimulation and that the patient's family member has noticed a snoring, wheezing, and whistling sound from the patient during stimulation cycles. Stimulation was initiated in the operating room on the day of initial implant surgery at 1.0ma normal mode output current, 30hz frequency, 500 psec normal mode pulse width, 30 seconds on time, 1.8min off time, 1.0ma magnet mode output current, 60sec on time, 500 psec magnet mode pulse width. It was reported that programmed parameters were "too high" and that the events resolved after an adjustment in device parameters to 1.25ma normal mode output current, 20hz frequency, 250psec normal mode pulse width, 7 seconds on time. 14min off time, 1.5ma mode output current, 30sec on time, 250psec magnet mode pulse width.